Event description:
It was reported that the user experienced a hypoglycemic event after eating lunch and lying down; the user observed falling blood glucose, ingested two hard candies, lost consciousness, and required glucagon administered by a household member to restore glucose. Symptoms included hypoglycemia with loss of consciousness. Outcomes included a serious injury that required emergency treatment with glucagon; there was no hospitalization and no device alerts or alarms reported. Investigation included outreach to obtain additional information and blood glucose details to assess device performance and event context. Investigation of this case revealed that the cause of the hypoglycemia remains unclear, with no reported device malfunction or component issue identified to date. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.